Event description:
Meter name: sure step. Strip name: sure step strip. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they are unable to test. Their meter allegedly would only prompt message remove strip. The result on their meter was unknown. Treatment was: no treated. No further info has been reported.